Event description:
It was reported that the pump software intermittently did not accurately adjust the amount of insulin delivered. Consequently, on november 3, 2022 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 499 mg/dl and large ketones that a health care provider identified as life threatening. The customer administered a manual injection prior to reporting to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released on november 7, 2022 with the issue resolved and no permanent damage. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.